Event description:
It was reported that the patient was experiencing a burning sensation on top of the right foot. The patient underwent an ipg replacement procedure. The explanted device was not released by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately two years ago.